Event description:
A complaint was received from a customer that reported the dex system was providing very high results in the 300-400 mg/dl range. They stated that the they had the system for about a year and has noticed that their readings have been exceptionally high for the past month. While on the phone a review of the system was attempted. The customer stated that they had to call the ambulance many times because they would get a reading of 322 followed by a 533 mg/dl. Because of these higher reading they called the ambulance. When the ambulance arrived they received a blood sugar result in the range of 98-119mg/dl (method unknown). The time difference between reading was about 15 minutes and from separate finger sticks. The customer was using dex reading lot number 1a2078aa expiry dated 11/03. Electronic checks were satisfactory. A request was made to return the system including reagent for eval and in the meantime a replacement unit was provided.